Manufacturer narrative:
(B)(6). Device investigation narrative - one curved ultra fast-fix assembly was returned for evaluation. Visual assessment showed the depth limiter has been removed from the device. T1 is free from the needle but remains attached to the suture. The suture has been removed from the fixed straw. T2 has been advanced to the dimple. T1 was reloaded on to the needle and a shake test was performed, t1 did not dislodge from the needle. Device was tested for deployment using a rubber meniscus model, both ts deployed as intended and the suture cinched. The t and suture likely dislodged during removal of the depth limiter. No root cause related to the manufacture of the device can be established. Further investigation is not warranted at this time. (B)(4).

Event description:
It was reported that the suture came loose from the construct during insertion and t-1 failed to deploy completely so t-2 could not deploy. T-1 was removed from the patient. A back-up device was used to complete the procedure. There is no report of procedural delay noted. The patient was okay post-procedure.